Manufacturer narrative:
Product development investigation was completed. Two applicator inner shafts were returned in a used condition with slight scratches. The knobs at the end of the shafts were broken. The broken pieces of the devices were not returned. One of the returned inner shafts was bent at the forefront. The manufacturing review showed that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The measurable dimensions are well documented and all within the valid specifications. The t-pal applicator instruments are designed and produced to withstand normal forces during a surgery. As every surgeon has a different tactile feeling/feedback and forces can vary, the inner shaft has a predetermined breaking point on the proximal end. Whenever a certain axial force is being achieved the instrument should break rather on the proximal end than on the distal end. This allows the surgeon to dismantle the instrument and remove it safely with no patient contact to any broken parts. As every t-pal case is equipped with two inner shafts, the surgery should in case of a breakage be continued without difficulties. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device available for evaluation: device received. Initial reporter address: establishment address and postal code received. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no surgical delay and procedure was completed successfully. Concomitant parts: applicator knob (part# 03.812.004 / lot#: 8395548 / quantity 2); applicator out shaft (part# 03.812.001 /lot#: 8474921 / quantity 1); applicator out shaft (part# 03.812.001 /lot#: l197574 / quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) t-pal spacer applicator inner shafts broke intraoperative on (B)(6) 2017. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), manufacturing date: 23.apr.2013, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the transforaminal posterior atraumatic lumbar (t-pal) spacer applicator inner shaft was used to insert and unknown implant into a disc space during an unknown procedure on (B)(6) 2017. After the implant was positioned the t-pal spacer applicator inner shaft was removed from the implant. Surgeon then checked the t-pal spacer applicator inner shaft and found that it was broken. There was no adverse consequence to the patient reported. No information is available regarding surgical delay or outcome. Concomitant device reported: implant (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).